Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received battery out limit alarm after battery change. The customer's blood glucose was unknown at the time of incident. The customer stated that the battery were not out greater than duration allowed by the insulin pump. The customer also mentioned blank display but the display returned after battery change. The insulin pump will not be returned for analysis.